Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving m31 - air detected in cassette during stat drain 4 of last nights treatment. The patient stated there was a fluid leak found on the floor from an unknown source. The patient confirmed there was no fluid found within or near the cycler and the cycler set and solution bags did not have any moisture. The fresenius technical support representative advised the patient to continue use of the cycle. Upon follow up the pd registered nurse (pdrn) confirmed the patient reported the fluid leak but did not specify a location of the leak or that it was on the floor. She confirmed the patient did not experience any adverse event or serious injury as a result of the reported issue. The patient was unable to complete treatment. The patient did not report any abnormalities or defects with the cycler set or pd solution bag and did not identify a specific source of the fluid leak. The disposable products used by the customer were discarded and pdrn is unsure if companion samples are available to return for physical evaluation by the manufacturer.